Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient stopped using the purewick female external catheter after the first week because it caused the break out for the patient. The patient also had allergic to the material. The purewick female external catheter purchased on (B)(6) 2020. No medical intervention was reported. Per additional information received on (B)(6) 2021 it was stated that the patient spoke with a doctor and was told to pause from using break out reaction. Per follow up via phone on (B)(6) 2021 it was stated that the patient was allergic to the plastic that covers the cloth part of the wick when the part touched the patient it caused the break out. The patient had 3 surgeries on their urethral tubes. Medical intervention was provided with prescribed cream and the name was unknown.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. A potential root cause for this failure mode could be due to inadequate material selection or materials of construction are not biocompatible. It was unknown whether the device had met relevant specifications. The product was used for the treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: "discontinue use if an allergic reaction occurs. Replace the purewicktm female external catheter at least every 8 to 12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Assess device placement and patient¿s skin at least every 2 hours." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient stopped using the purewick female external catheter after the first week because it caused the break out for the patient. The patient also had allergic to the material. The purewick female external catheter purchased on (B)(6) 2020. No medical intervention was reported. Per additional information received on (B)(6) 2021 it was stated that the patient spoke with a doctor and was told to pause from using break out reaction. Per follow up via phone on (B)(6) 2021 it was stated that the patient was allergic to the plastic that covers the cloth part of the wick when the part touched the patient it caused the break out. The patient had 3 surgeries on their urethral tubes. Medical intervention was provided with prescribed cream and the name was unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient stopped using the (B)(6) female external catheter after the first week because it caused the break out for the patient. The patient also had allergic to the material. The (B)(6) female external catheter purchased on (B)(6) 2020. No medical intervention was reported. Per additional information received on (B)(6) 2021 it was stated that the patient spoke with a doctor and was told to pause from using break out reaction. Per follow up via phone on (B)(6) 2021 it was stated that the patient was allergic to the plastic that covers the cloth part of the wick when the part touched the patient it caused the break out. The patient had 3 surgeries on their urethral tubes. Medical intervention was provided with prescribed cream and the name was unknown.